Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that button of the review module did not work. During troubleshooting, the fse identified that the power button didn't work. Fse replaced the power button. After replacing the power button, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not power on. The issue was found during clinical use. No harm has been reported to philips.